Event description:
Customer reportedly obtained results of 18mg/dl, 25mg/dl, 27mg/dl, and 151mg/dl on the compact plus system within 10 minutes. Customer drank juice in response to 18mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed.